Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. No problems or deviations were found. Successful functional tests were carried out. The anesthesia system was cleared for clinical use and no reports of any issues have been reported ever since. An incomplete device log not covering the alleged event date was received. No recordings of any faults were present in the incomplete log. The reported issue cannot be verified and therefore, the cause of the alleged failure cannot be determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the system check out. There was no patient involvement, manufacturer´s ref. #: (B)(4).